Event description:
Patient presented to the clinic with low lead impedance and noise on the ventricular channel. Upon opening of pocket, it was noticed that one of the inner coils of the lead was outside the main structure of the lead. Hence, the lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.